Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent occlusion and no flow and the stent was under-sized. In (B)(6) 2018, the patient had a 2.50 x 16 synergy drug-eluting stent implanted at 14 atmospheres in the left anterior descending artery (lad). After 9 days, the patient presented with an occluded stent with timi flow 0 but with good collateral circulation from the right coronary artery. The procedure was performed on the same day and the physician attempted to cross the occluded stent with 6fr guide catheter, choice pt es guidewire and an emerge otw balloon catheter but the devices had difficulty crossing the occluded stent. Then, bilateral access was obtained with an 8fr mach 1 lbu 90 cm and a 6fr jr4 non-bsc guide catheter. Other non-bsc devices was also used and were able to cross the lesion. A 2.0x20mm emerge balloon catheter was advanced for dilatation and an intravascular ultrasound was performed in the lad which showed stent was apposed but undersized. Furthermore, the lad had mild calcium and a little angulation. A 3.0x26mm non-bsc stent was used and post dilatation was performed with a 3.0x20mm nc quantum balloon catheter resulting to timi 3 flow and the procedure was completed. No further patient complications were reported and the patient's status was stable.